Manufacturer narrative:
Failure analysis noted that the pump powered up properly after battery installation. The pump had operating currents within specifications. The pump was monitored and there was no display anomaly. There was no damage on the isolation tape. The pump was unable to prime during the prime/compromised force sensor test due to faulty force sensor resistor (gold). The pump had corroded battery cap contact and bleeding lcd glass. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported blank display. Blood glucose at the time of incident was 376mg/dl. The incident was reported via phone call. The customer stated that the pump would not turn on even with new batteries. The display did not return during troubleshooting. The customer was advised to leave the battery out for two hours and to call back if the display does no return after reinserting the battery. The customer called back with 425 mg/dl blood glucose and they treated with an injection. Troubleshooting was not able to resolve the issue. The display did not return. The device was returned for analysis.